Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6)2024 to treat shoulder pain. On (B)(6)2024 the physician notified a nalu representative that the nalu system was very superficial, showing through the skin, and appeared to be beginning to push out through the surgical incision site. A full system explant wa performed on (B)(6)2024.

Manufacturer narrative:
The physician informed nalu personnel that the patient does not appear to have sufficient body mass to support the implanted components and thus there is no plan to re-implant at a later date. Per the physician's assessment, it appears that there is no failure or malfunction of the nalu components, rather the patient's anatomy was unable to adequately support the device.